Manufacturer narrative:
This supplemental report is to provide the legal manufacturer's device evaluation, final investigation results and a correction to the previous follow-up. Correction: the previous report inadvertently left out the legal manufacturer's device evaluation results. The legal manufacturer received the subject device and found two additional reportable events: an error e116 occurrence and the optical module cable is damaged, the inspection value is abnormal, and the camera head image does not appear. In addition, technical defects were noted as the assembly was damaged and the spacer was broken. The investigation determined that the errors occurred due to a failure of the motherboard, graphics processing unit module (gpu), or solid state drive (ssd). The mother board, gpu unit, and ssd did not identify the cause of the failure, but the following may have led to the failure: ·the peripheral equipment was connected while otv was turned on. ·it became impossible to cool otv because it was installed so as to block the ventilation holes on both sides. ·the use of spray-type lubricants, anesthetics, and alcoholic drugs in the vicinity of otv caused the drug to enter otv through the ventilator. ·drugs entered into otv through the vent by direct blowing of the spray-type antiseptic alcohol and other drugs. ·the inside of otv was condensed by using a humidifier in the vicinity of otv. ·they were placed in the vicinity of devices that generate direct sunlight, x-rays, radiation, and strong electromagnetic waves (e.g., microwave therapy devices, short-wave therapy devices, MRI, wireless devices, and mobile phones). ·it was used under the following conditions: operating environment -ambient temperature 10~35 -relative humidity 30% to 85% (non-condensing) -pressure 700~1060hpa storage conditions in facility -ambient temperature 5~40 -relative humidity 10~95% -pressure 700~1060hpa transport, storage environment (storage environment during transport and transport) -ambient temperature-20 to +70°c -relative humidity 10~95% -pressure 700~1060hpa the investigation also confirmed that it is likely the abnormal inspection values were due to optical module cable damage.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It is possible that the error occurred due to a failure of the motherboard, graphics processing unit module, or solid state drive. There were abnormal inspection values due to optical module cable damage, and the camera head image was not displayed. There were no abnormalities inside the device and motherboard. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it was determined that the failure of the mother board caused error e117. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Event description:
An olympus representative reported on behalf of the customer, error code e117, image processor while using visera 4k uhd camera control unit. Malfunction was found during the therapeutic endoscopic sinus surgery. The procedure was completed with the same device. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the customer's original reported issue of error code e117 was confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.